Event description:
Monitors would beep then screen would go blank, a few seconds later screen would come back but data would be changed and clock time is off. This happened with several monitors so it affected several babies.